Event description:
It was reported during the implant attempt, lead was broken and coil damage was observed. The superior vena cava lead coil was frayed by the sheath due to patient's anatomy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the defibrillation conductor was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.